Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient went to the clinic for a regular doctor's appointment. They took a bg reading which was 500 mg/dl although she was not feeling any symptom of hyperglycemia. The patient did not have the receiver with her at that time but said it had registered as low in the morning before breakfast. She was taken by a family member to ER and was admitted that day. The patient was discharged on (B)(6) 2024 and was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.